Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure myocardial infarct. The indication for the index procedure was positive function test for ischemia. The targeted vessel had been previously treated on (B)(6) 2009, with a pci and an driver bare-metal stent had been deployed. Angiography performed at the index procedure revealed 80% stenosis. The distal right coronary artery (rca) was described as 10 mm in length, class a, and having in-stent restenosis. The reference vessel was 3.5 mm in diameter. A 3.0 x 13 mm cypher rx stent was implanted at 16 atm by direct stenting. The stent was post-dilated as standard procedure with a 2.5 x 12 mm balloon at 26 atm. The angiography report notes that there was successful pci to in-stent restenosis in the previously deployed stent in the mid rca. There was 0% post residual stenosis. At pre procedure, the ck peaked at 54 (215 u/l) and troponin I was 0.09 (0.09 ng/ml). The 6 to 12 hours post procedure labs were not done. At 16 to 24 hours post procedure, the ck peaked at 32 and troponin I was 0.33. Per the investigator, there was no post-procedure complications and the patient was discharged the next day. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi based on the cardiac enzymes. Per the committee, the event was related to the procedure and related to the devise.

Manufacturer narrative:
Concomitant medications: metoprol 50 mg qd, lipitor 40 mg qd and aspirin 325 mg qd. Complaint conclusion: based on the cec adjudication minutes, a cypress study patient experienced a peri-procedure myocardial infarct. This is a (B)(6) female with medical history including (B)(4) study for ischemia, most recent pci (B)(6) 2009, hyperlipidemia, and hypertension. The indication for the index procedure was positive function test for ischemia. The targeted vessel had been previously treated in (B)(6) 2009, with a pci and a driver bare-metal stent had been deployed. Angiography performed at the index procedure revealed 80% stenosis. The distal right coronary artery (rca) was described as 10 mm in length, class a, and having in-stent restenosis. The reference vessel was 3.5 mm in diameter. A 3.0 x 13 mm cypher rx stent was implanted at 16 atm by direct stenting. The stent was post-dilated as standard procedure with a 2.5 x 12 mm balloon at 26 atm. The angiography report notes that there was successful pci to in-stent restenosis in the previously deployed stent in the mid rca. There was 0% post residual stenosis. At pre procedure, the ck peaked at 54 (215 u/l) and troponin I was 0.09 (0.09 ng/ml). The 6 to 12 hours post procedure labs were not done. At 16 to 24 hours post procedure, the ck peaked at 32 and troponin I was 0.33. Per the investigator, there were no post-procedure complications and the patient was discharged the next day on dual anti-platelet therapy. However, per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi based on the cardiac enzymes. Per the committee, the event was related to the procedure and related to the devise. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076317 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.